Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by that during pm, the cs300 intra-aortic balloon pump (iabp) malfunctioned. No pressure performance was observed. There was no patient involvement reported.